Manufacturer narrative:
Based upon the date of implant, the product reported as a ck mesh patch was not manufactured by bard in 1995. There is not enough info provided to discern if the mesh patch implanted was manufactured by ssi or a different mesh patch product manufactured by bard. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.

Event description:
Attorney reported: 1995--the pt underwent an abdominal hernia repair procedure with implant of a composix kugel mesh patch. The pt "developed serious and potentially life-threatening medical conditions caused by the surgical insertion of a defective patch".